Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error 120.4540 account name: (B)(6) account #: (B)(4) asset name: 8015ls v9.12.1.2 pcu domestic a/b/g r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has an 8015 unit giving him a 120.4540 error. Sn: (B)(4) failure device type: failure problem type: failure mode: case resolution: the 8015 unit has a third party battery. Let biomed know that this can cause failures if not using OEM parts. Recommend to send in unit to have battery and power supply processor board replaced due to the flat rate repair price. Biomed will get a po and call back for RMA.